Event description:
It was reported that an inclusive tapered implant was defective. It was reported that the implant was placed on (B)(6) 2017 at tooth site # 28 and explanted on (B)(6) 2018. No further information has been received.

Manufacturer narrative:
Patient and event information has been requested from the customer via email and phone call. Should additional information be provided by the customer a supplemental report will be submitted with the additional information received. The device was returned for analysis; however, the device evaluation is pending. At the completion of the investigation a supplemental report will be submitted with the analysis conclusion. Manufacturer internal reference number: (B)(4).

Manufacturer narrative:
The device was evaluated, the investigation has been completed and the results are as follows: DHR results: the DHR was reviewed for inclusive tapered implant lot#6040347 and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results: a review of stock product was performed for inclusive tapered implant lot#6040347 and found no additional product in stock. Investigation methods/results: the reported product has not been returned to the complaint handling team to date therefore an analysis of the physical product could not be performed. The root cause could not be determined as additional information was not provided. The device history record (DHR) confirmed the product was manufactured to be within specification at the time of release. Manufacturer reference: (B)(4).